Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, lead fixation difficulties were reported.